Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was not getting readings. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event on no readings could not be confirmed but the presence of an error reading symbol was confirmed. A root cause could not be determined.